Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a large flexnav delivery system and a large navitor loading system. While attempting to load the valve into the delivery system, the delivery system was bent at a 90-degree angle and saline was flushed from the valve capsule flush port. It was noted that the saline flowed out instead of accumulating between the loading tube and the valve capsule, which made loading the device into the delivery system impossible. Another large navitor loading system was used to load the valve into the original flexnav delivery system. There was no clinically significant delay in the procedure. Prior to the procedure, 1st degree atrioventricular block was observed. It was noticed that the native annulus had a small amount of calcification. At the time of the first navitor deployment, the depth of the non-coronary cusp was at about 2mm and complete atrioventricular block occurred. After the valve was released, the block was still present. The final implant depth was 6-7mm at the non-coronary cusp and 6-7mm at the left coronary cusp. The pacing lead that was originally in the femoral vein was moved to the right jugular vein. On 13 february 2023, a pacemaker was implanted. The patient was reported as stable.

Manufacturer narrative:
An event of atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had little calcification in the annulus and that the patient had valve implanted at a final depth of between 6-7mm at the non-coronary cusp and 6-7mm at the left coronary cusp. It was also indicated that a complete atrioventricular block occurred at the depth of the 2mm non-coronary cusp. In addition, per physician, if the block at a depth of 2mm, it is possible that any device could not avoid the blocking. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na